Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues and poor performance. Programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Add'l info/ correction.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a damaged electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.